Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they blacked out before the device delivered a shock and they were told that the device did not do its job. The patient fell and broke their nose. The patient was seen by their physician and they made some medication changes. Follow up information indicated that the patient's amiodarone medication was decreased prior to the event. The patient went into ventricular fibrillation and received an appropriate shock that converted the patient back to sinus rhythm. The patient did pass out and fell and broke their nose. Per the patient's electrophysiologist, the patient was never told that device did not work. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.